Event description:
The customer contact reported that the ground pin on the ac power cord plug was bent. The device was returned to the biomedical engineering department with an unsigned note the stated, "unit reads error." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground pin on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility of (B)(4) 2010 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).